Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger was difficult to move due a "300 mmhg" pressure rise in the syringe during use. This resulted in an occlusion, and infusion fluid could not flow in. The following information was provided by the initial reporter, translated from dutch to english: "since a few months we have been experiencing problems with our arterial lines. The pressures rise to 300 mmhg and eventually there is occlusion. As a result, the desired amount of infusion fluid does not flow in either. The curve remains good. Previously the pressures ranged from 0 to 20 mmhg. Nothing has changed in the material of dosing hoses, transducer system, needleless connectors and infusion fluid. The transducer system has already been sent to the manufacturer for examination." " did the defect lead to serious injury? No; course of treatment changed? The course of treatment was changed to such an extent that some arterial lines were removed faster than you would normally do; medical intervention? No; did the defect require other actions to be taken? No. I've got a complete used system lying around, including a filled syringe. The liquid used is nacl 0.65% + 1 eh heparin/ml."

Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval yes. D10 returned to manufacturer on: 2020-07-13. H6. Investigation summary: one used samples was provided to our quality team for investigation. The product was inspected, no damage or molding defects were observed on the syringe that could contribute to the reported incident. A device history review was performed for reported lot 2004219, no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Testing results were reviewed for lot 2004219 and all results were found to be within required limits. As the returned samples was used, we could not perform any testing on the sample to verify these limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger was difficult to move due a "300 mmhg" pressure rise in the syringe during use. This resulted in an occlusion, and infusion fluid could not flow in. The following information was provided by the initial reporter, translated from (B)(6) to english: "since a few months we have been experiencing problems with our arterial lines. The pressures rise to 300 mmhg and eventually there is occlusion. As a result, the desired amount of infusion fluid does not flow in either. The curve remains good. Previously the pressures ranged from 0 to 20 mmhg. Nothing has changed in the material of dosing hoses, transducer system, needleless connectors and infusion fluid. The transducer system has already been sent to the manufacturer for examination." "Did the defect lead to serious injury? No. Course of treatment changed? The course of treatment was changed to such an extent that some arterial lines were removed faster than you would normally do. Medical intervention? No. Did the defect require other actions to be taken? No. I've got a complete used system lying around, including a filled syringe. The liquid used is nacl 0.65% + 1 eh heparin/ml."